Event description:
Hill-rom received a report from a hill-rom technician stating the pt right foot siderail would not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail not latching due to a broken center arm assembly and cover. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the center arm assembly and cover to resolve the issue. Based on this info, no further action is required.